Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they still have some symptoms. Patient mentioned that they have been trying to use the external devices for 6 hours to see if they can go on their own, but it has not happened as of today. Agent reviewed information about external devices and therapy expectations and usage. Patient asked if they could talk with the manufacturing representative (rep), agent sent an email asking the rep to contact the patient as requested. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2025-aug-07, additional information was received from the patient. Patient reported their therapy hasn't worked since implant. Patient said they were experimenting with the device by putting a plug in during the day for 6-7 hours and they have to measure the urine that comes out of them the natural way. Patient said they have been in contact with someone from manufacturer that assist them in how use their devices. The patient was redirected to their hcp to further address the issue. Patient confirmed they were with a doctor, and they will meet with them next week.